Event description:
Dealer states: "the unit was running plugged into the car and there was a bright light or a flash and then there was a strong burning smell. The customer then removed the d/c power supply from the power port and the unit will not turn on or operate. They did see smoke, however no flames."

Event description:
Dealer states: "the unit was running plugged into the car and there was a bright light or a flash and then there was a strong burning smell. The customer then removed the d/c power supply from the power port and the unit will not turn on or operate. They did see smoke, however no flames."

Manufacturer narrative:
(B)(4). Initial pr #(B)(4) issued MFR report #1525712-2012-01110 indicating the date received by manufacturer as (B)(4) 2012. The correct received date is (B)(4) 2012. (B)(4). Initial pr #(B)(4) issued MFR report #1525712-2012-01110 with the FDA registration number as 1525712 (invacare (B)(4)). The correct registration number should be 1031452, invacare (B)(4). (B)(4) - RMA (B)(4) has been initiated for this issue. Model tpo100b, serial number/date code (B)(4) is approximately 8 months old. The owner's manual part number 1156872 rev c (jan-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. This MDR is filed pre the keyword "burning" as described in (B)(4). When first reviewed the power cord was considered an accessory and not filed on.

Manufacturer narrative:
(B)(4). Initial pr #(B)(4) issued MFR report #1525712-2012-01110 with the FDA registration number as 1525712 (invacare (B)(4)). The correct registration number should be 1031452, invacare (B)(4). (B)(4) - RMA (B)(4) has been initiated for this issue. Model tpo100b, serial number/date code (B)(4) is approximately 8 months old. The owner's manual part number 1156872 rev c (jan-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. This MDR is filed pre the keyword "burning" as described in (B)(4). When first reviewed the power cord was considered an accessory and not filed on.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tpo100b, serial number/date (B)(4) is approximately 8 months old. The owner's manual part number 1156872 rev c (jan-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. This MDR is filed pre the keyword "burning" as described in protocol (B)(4). When first reviewed the power cord was considered an accessory and not filed on.

Event description:
Dealer states: "the unit was running plugged into the car and there was a bright light or a flash and then there was a strong burning smell. The customer then removed the d/c power supply from the power port and the unit will not turn on or operate. They did see smoke, however no flames."